Event description:
Head won't stay on the base while brushing. It keep working it's way up until it pops completely off - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head would not stay on the oral-b toothbrush handle while brushing and it kept working it's way up the handle until it popped off completely. No injury was reported. On 27-nov-2024 follow-up via digital safety assessment survey: the consumer was 44 years old. No medical professional was contacted. No injury was reported. On 27-nov-2024 follow-up via image: the suspect product was oral-b power oral care refills trizone eb30 brush set. The suspect product lot was 92238516. The concomitant product was oral-b rechargeable toothbrush handle 3772. The concomitant product lot was 3db25142352. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head won't stay on the base while brushing. It keep working it's way up until it pops completely off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head would not stay on the oral-b toothbrush handle while brushing and it kept working it's way up the handle until it popped off completely. No injury was reported. On 27-nov-2024 follow-up via digital safety assessment survey: the consumer was 44 years old. No medical professional was contacted. No injury was reported. On 27-nov-2024 follow-up via image: the suspect product was oral-b power oral care refills trizone eb30 brush set. The suspect product lot was 92238516. The concomitant product was oral-b rechargeable toothbrush handle 3772. The concomitant product lot was 3db25142352. No injury was reported. On 28-jan-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 28-jan-2025 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.